Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. This emdr will reflect the information for device #2, a separate emdr shall be filed for device #1. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for repair of an incisional and umbilical hernia. A ventralex hernia patch mesh, reference number 0010303 and lot number huvk1964 (device #1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015 the patient underwent surgery for repair of a ventral hernia. A ventralex, reference number 0010302 and lot number huyg0727 (device #2) was implanted to repair the hernia defect. It is alleged that during that same procedure the patient underwent an "additional surgery to repair the hernia defect and remove it. It is alleged that on (B)(6) 2015 the patient underwent an "additional surgery to repair the recurrent hernia defect and remove the mesh." It is alleged by the patient attorney the ventralex patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent repair with the removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d4 (UDI no), g4 (PMA/510(k). Corrected field: h4 (manufacturing date). This supplemental emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for repair of an incisional and umbilical hernia. A ventralex hernia patch mesh, reference number: (B)(4) and lot number: huvk1964 (device #1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent surgery for repair of a ventral hernia. A ventralex, reference number: (B)(4) and lot number: huyg0727 (device #2) was implanted to repair the hernia defect. It is alleged that during that same procedure the patient underwent an "additional surgery to repair the hernia defect and remove it. It is alleged that on (B)(6) 2015, the patient underwent an "additional surgery to repair the recurrent hernia defect and remove the mesh." It is alleged by the patient attorney the ventralex patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch. Addendum per additional information provided: on (B)(6) 2013: patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was identified and cleaned. The large ventralex patch (device #1) was inserted and sutured superiorly and inferiorly to the fascia.¿ on (B)(6) 2015: patient was diagnosed with recurrent ventral and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿hernia sac was identified and dissected down. The medium ventralex patch (device #2) was inserted and sutured to the fascia with prolene sutures.¿ (there is no mention/visualization of previously placed ventralex patch (device #1). On (B)(6) 2015: patient had abdominal pain and cellulitis. Noted to be a very small hiatal hernia. Patient states that the mesh moved, there is a right paramidline large ventral wall hernia containing omentum and nondilated small bowel without evidence of bowel incarceration or obstruction. On (B)(6) 2015: patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo (device #3) and removal of meshes (device #1 & #2). Per operative notes, ¿hernia was identified and dissected out. At the umbilicus was an old piece of mesh which had torn off one of the sides and was also removed through the epigastric site. A ventralight st mesh using echo (device #3) which was inserted through the epigastric site.¿ on (B)(6) 2017: patient was diagnosed with right ventral port side hernia thereby underwent open repair with the implant of ventralex patch (device #4). Per operative notes, ¿identified the hernia sac and dissected it circumferentially from the surrounding fat to the fascia. A small ventralex patch (device #4) inserted and was sutured superiorly and inferiorly with prolene sutures.¿ attorney alleges that the patient had pain, hernia recurrence and torn mesh.